Event description:
Boston scientific received information that this patient's pacemaker system, which included this right atrial (ra) lead triggered a lead safety switch (lss). It was reported that the physician originally had reset it and did not perform troubleshooting. At a subsequent follow-up appointment the lss occurred again. The lead was tested and had normal impedances in both unipolar and bipolar. There was noise noted on the ra in the bipolar configuration. The unipolar was clean and no noise was able to be reproduced. It was suspected that there was a proximal setscrew issue. The physician had elected to program the system to the unipolar configuration on the ra lead and continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this system continued to exhibit noise on the atrial channel. The patient underwent a revision procedure and this lead was surgically capped and abandoned. No further adverse patient effects were reported.